Manufacturer narrative:
(B)(4). It was reported that the technician has tried to deploy, but outer sheath was detached. And the technician somehow deployed holding with the detached sheath, however, it was not moved at all. Since the device was not returned, it is hard to proceed to actual evaluation. However, it was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. In addition, as a result of telephone inquiries by a local sales representative, the guide wire was not used in the procedure. Our company's user manual was specified as follow. Equipment required, - 0.035 inch (0.89mm) or 0.038 inch/ 0.97 mm guide wire. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly.

Event description:
During the procedure the stent on the catheter was placed through the scope and set into the desired position by the physician. He then asked the tech to begin deploying the stent. At this time, the tech attempted to pull the sheath back from the stent and found that the handle piece attached to the covering sheath was not attached properly and was not deploying the stent. The tech tried re-attaching the handle and pulling both the handle and the attachment point and was unsuccessful in getting the sheath to move at all. After this the stent was deemed unusable and removed from the patient and the scope in one whole piece. A different stent was then used and deployed properly.

Event description:
During the procedure the stent on the catheter was placed through the scope and set into the desired position by the physician. He then asked the tech to begin deploying the stent. At this time the tech attempted to pull the sheath back from the stent and found that the handle piece attached to the covering sheath was not attached properly and was not deploying the stent. The tech tried re-attaching the handle and pulling both the handle and the attachment point and was unsuccessful in getting the sheath to move at all. After this the stent was deemed unusable and removed from the patient and the scope in one whole piece. A different stent was then used and deployed properly.

Manufacturer narrative:
This complaint report has been reported from the user (and/or hospital) to the authorities, and we have been informed by our us agent (biologics consulting, (B)(4)) that the facility report (importer report #: (B)(4)) has been reported to the us FDA. It was reported that the technician has tried to deploy, but outer sheath was detached. And the technician somehow deployed holding with the detached sheath, however, it was not moved at all, resulted in deployment failure. As a result of analysis of returned device, outer sheath was detached and stent was loaded. The part of sheath was stretched in front of the handle. It was found the three kinked marks on stent loaded part, and front of the yellow marker, and deployment was tried without pressure, and it deployed well. Also, the kinked marks of inner sheath have observed on the same position like the outer sheath. Esophageal structure where stent implanted is the part with active peristalsis. It can be hard to deploy due to pressure generated depending on patient's lesion. It can cause deployment failure if deployment was tried by force in this situation since outer sheath can be stretched and detached. However, it is hard to identify the exact root cause because it is hard to reconstruct the situation at the time of procedure. Based on the observed kinked marks on the outer/inner sheath, and deployment well under the none pressure, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which was concentrated the force, and the strong resistance occurred and it was left the kinked marks and the outer sheath was detached in the end, resulted in deployment failure. In addition, as a result of telephone inquiries by a local sales representative, the guide wire was not used in the procedure. Our company's user manual was specified as follow. 7. Equipment required: 0.035 inch (0.89mm) or 0.038 inch/ 0.97 mm guide wire. This complaint is assumed that it was malfunction due to pressed by patient's lesion, there will be continued to monitor the same or similar customer complaints.